Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2015 to report patient hospitalization due to diabetes-related infection. There was no alleged device malfunction. No additional event information was provided.

Manufacturer narrative:
(B)(4).